Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed out all of the supplies and did not observe drops. Then, the customer loaded a brand new cartridge and observed insulin coming out of the tubing and resumed insulin delivery. The customer's blood glucose level was 282 mg/dl, and was addressed with a correction bolus.